Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Gradual instability worsening. Patient presented to office with unstable knee, exam showed global instability scheduled for revision arthroplasty.

Manufacturer narrative:
An event regarding alleged instability involving a triathlon tibial primary baseplate - cemented was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: confirmed all devices accepted into finished goods conformed to specification complaint history review: confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this investigation will be reopened.

Event description:
Gradual instability worsening. Patient presented to office with unstable knee, exam showed global instability scheduled for revision arthroplasty.